Event description:
While performing a tavr procedure in the hybrid operating room the perclose closure device became stuck in the left femoral artery. This resulted in the need for the operating room team to perform a surgical cut down to repair the artery. The patient was discharged home 3 days later without further incident.